Event description:
Event description guidant received information that this ventricular lead had loss of capture. The patient was pre-syncopal. The reason for the loss of capture is unknown. The lead has been implanted less than 2 months.